Manufacturer narrative:
((B)(4). Product not returned for evaluation. Unable to provide a replacement product at the time of the call. Most likely underlying root cause: mlc-18- user has high glucose value patient code 3191 (above): no code available - customer reported symptom of lightheaded. Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Additional blood tests were performed using the truemetrix meter. Customer was not home at time of follow-up call and did not have the truemetrix meter with her in order to provide memory results and process the replacement.

Event description:
Consumer reported complaint for hi blood glucose results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from reported result obtained of hi. At the time of the call, the customer reported feeling lightheaded and was going to seek medical attention. No further information was able to be obtained. Caller end the phone call.